Event description:
The customer reported to olympus, the elevator forceps of the evis lucera duodenovideoscope was loose. Upon inspection of the customer¿s returned device it was observed, the adhesive part of the lightning lens was peeled off and brown foreign matter was found adhered to the tip. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, scratches were noted on the tip cover, dirt that was difficult to remove was found on the tip cover, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, scratches were noted on the insertion tube, the curved rubber bond was cracked, the adhesive part of the lighting lens had come off, scratches were found on the operation part, scratches were found on the insertion part corrugated tube, scratches were found on the switch box, the suction cylinder was scraped, scratches were noted on the operation unit cover, there were scratches on the up/down (u/d) knob, there were scratches on the u/d angle fixing lever, scratches were found on the right/left (r/l) knob, scratches were found on the grip, scratches were found on the universal cord, scratches were noted on the scope connector side of the universal cord, scratches were found on the scope connector, dirt that was difficult to remove was found on the scope connector and there were scratches on the r/l angle fixing knob. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.